Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient representative (pt rep) reports device was working for pt but recently started experiencing bowel issues. Pt rep reports called hcp and was told to "play around with it". Pt rep states pt turned therapy off. Pt rep inquired about the different programs and therapy strength. Agent reviewed information. Agent reviewed when to consider switching to a different program. Pt came onto the call and reports issues started at least a week ago. Pt reports device is working great in controlling bladder but has soft stool that is unable to control every 3 days. Pt reports is unable to go out because loses control of stool. Pt reports will change therapy settings and leave to assess symptom relief. Pt states it is hard for someone their age to be technological. No further complications were reported at this time. Additional information was received from the patient. Nurse called on behalf of patient and reported that the patient continues to experience lack of therapeutic effect. The nurse reported patient is in-patient in the hospital as they have not had a bowel movement in 10 days. The doctor would like a medtronic rep to come check the device.